Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of "not feeling really good lately" and "passing out". Patient also reports, headaches, chronic fatigue, shortness of breath, twitching eye, and nervousness. The implantable pulse generator (ipg) reached elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.